Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
It was reported that the patient was transferred from one external facility to another on (B)(6) 2023 for evaluation & treatment of suspected infected aortitis. Consult with vascular surgery states pt is not a candidate for intervention or transplant. Due to frequent hospitalizations impacting subjects quality of life, subject elected to go home with hospice care & deactivate ICD. Available records state patient is not thought to be passing soon but severity of illness could be better managed in hospice setting, minimizing hospitalizations & maximizing time spent at home. Discharge to home with hospice (B)(6) 2023. Device remains implanted.